Event description:
The complaint is reported as the et tube would not deflate during use on a patient. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample is not available for investigation, therefore, the complaint could not be confirmed and a root cause could not be established. Manufacturer will continue to monitor and trend related complaints.